Event description:
It was reported the pt went to an urgent care facility due to excess fluid drainage at the ipg site. The pt had a low grade fever. There was no pain or swelling noted. A culture was taken and the pt treated with oral antibiotic therapy. The pt was referred to his implanting physician for follow up. Follow up information revealed the pt was seen by his implanting physician. The physician assessed the incision site with no further issues noted. The fever and drainage have both since subsided.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.